Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4) being used during the reported intermittent antenna icon was returned on (B)(6) 2014. A visual inspection was performed and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.